Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8835, serial # (B)(4); catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011; catheter model: 8598a, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model: 8598a, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; catheter model: 8578, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.

Event description:
It was reported that patient had a catheter revision on (B)(6) 2011 following which patient was "seriously ill in (B)(6)" and despite going in weekly for dose increases. Patient's symptoms did not improve. Patient's treating physician was ordering MRI of the thoracic area to check for "crystallization near the catheter tip" as patient experienced sensation of "a tight band around his middle." Drugs delivered via the device were morphine and fentanyl. Additional information has been requested; a follow-up report will be sent when it becomes available.